Manufacturer narrative:
Patient medications: atenolol, pepcid, vancomycin, and (B)(6). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Confirmed with field sales associate that only these two devices were implanted to treat the distal aneurysm. It was reported that the patient presented on (B)(6) 2018, with multiple new aneurysms outside the treatment area. The physician (not the implanting physician) stated that the aneurysm treated in (B)(6) 2018 was possibly mycotic. The physician reintervened and implanted two additional devices to extend into the external iliac artery and common iliac artery to treat the new aneurysms. The patient tolerated the procedure.